Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received two "off no power" alert and did not receive a "low battery" alert prior. Customer's blood glucose was 200 mg/dl. Customer reported that battery cap was not loose or damaged. Customer also reported that two cracks at the upper and bottom right hand corner of display screen. After troubleshooting, customer was advised that insulin pump would need to be replaced.